Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0v2av, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep), reported that a patient stated the device did not work. The implantable neurostimulator (ins) was explanted and there were no patient symptoms reported. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.